Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. Three open trocar assemblies, in a bag were received for the report. Samples were visually inspected and found to be nonconforming. Sample 1 damaged septum/ v shaped angled slit in septum was observed. Sample 2 and 3 damaged septum/ angled slit was observed. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for returned samples is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. Possible contributing factor to the damaged septum is handling of components while moving in /out of the trocar cannula during use. The exact root cause for damaged samples is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the leakage from trocar occurred during surgery (the surgery type was unknown). The procedure was completed by replacing the trocar with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).